Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient's scs was not functioning. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's scs was not functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient no longer wanted to have an explant procedure.

Event description:
A report was received that the patient's scs was not functioning. The patient will undergo an explant procedure.